Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead dislodged. The ra lead was able to be successfully repositioned however the helix of the rv lead was unable to be retracted and the lead was therefore explanted and replaced. No patient complications have been reported as a result of this event.